Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 246 mg/dl, 416 mg/dl, and lo (less then 10 mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.